Event description:
It was reported during a lap appendectomy that during use of the device, the surgeon observed an abnormal feeling during the firing sequence. After firing, the tissue was not correctly cut and stapled. The surgeon took another stapler to finish the procedure. There was no adverse pt consequence.

Manufacturer narrative:
Eval summary: the analysis showed that the tsg45 device was received in good visual condition and with a cartridge loaded in the device. The cartridge was received partially fired and with the spring cartridge lock out damaged. The damage to the spring cartridge lockout is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. The returned device was found to be non functional as the firing mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components; the firing trigger teeth and the closing trigger teeth were found broken. No functional test could be performed due to the condition of the device.